Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 381012. Batch#: 4004581. It was reported that the bd iag bc pro global yel 24ga x .75in leaked. The following information was provided by the initial reporter: "we have had 2 needles leak from the base where the catheter hub meets the catheter tube." Verbatim: external email - use caution opening attachments and links. Hello, we have received the below product problem report. Stevens ref#(B)(4). Has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report. Product information. Product code: 381012. Product description: 24g x0.75" bd insyte autoguard bc pro. Lot/serial #: (B)(6). Expiry date: 2026-12-31. Problem information we have had 2 needles leak from the base where the catheter hub meets the catheter tube (as you can see in the attached picture). Occurrences: 2 sample information: incident samples: pending. Representative samples: pending. No adverse event reported.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter from lot #4004581 was provided for investigation. The sample exhibited evidence of use. A breach in the catheter tubing was observed under the nose of the rigid catheter adapter. Due to the location of the leak site, the catheter tubing was likely damaged during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
Annex d code corrected from d15 to d03.

Event description:
No additional information.